Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surface's of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under the front therapy electrode. The area was described as an open blisters with a strong odor. During a follow up, the patient reported that the irritation was almost a staph infection and that her doctor instructed the patient to keep the area clean with soap and water and to keep the area dry. The patient indicated that the irritation was improving.